Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. As a result, the ipg was deemed inoperable. Surgical intervention may be pending.